Event description:
It was reported "010924 pir reports, "we had an incident last week/ a tube was placed and caused a pneumothorax requiring a CT (chest tube). Went to look at the tracings and can't make any sense of them. Not sure if bad transmitter placement or bad technique. When I called to let her know I would be over to download the images she replied their internal team was reviewing as the lady may have had the pneumo. They asked to hold off on reviewing the tracings. I asked if the patient expired and she replied yes he did not know but the patient was changed to comfort care which was needed due to overall prognosis not necessarily related to the incident. She also reported the patient had altered anatomy and possibly was very contracted. The rn reporting the incident did not place the feeding tube."

Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 08-feb-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. H3 other text : device not returned.